Event description:
The patient underwent a lumbar sacral fusion surgery using tlif. It was reported that, intra-op, both the products broke.no fragments of the products remained in the patient.

Manufacturer narrative:
(B)(4): no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The pin that holds the collar to the center shaft has sheared. The above findings are consistent with torsional overload.

Manufacturer narrative:
(The checkbox for "modification adjmnt" was checked incorrectly. It should not be checked).